Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal via an implantable pump for an unknown indication for use. There were no concomitant medications. Past medical history / history of side effects was indicated as being none. The patient experienced somnolence. The onset of the event was approximately (B)(6) 2022. The date (B)(6) 2022 is considered an approximate date of event (specific month and year known only). It was further reported that the effects on spasticity were very good, but sometimes the patient was in a spaced-out state that would happen intermittently. It was noted that it might be an effect of the time of dosage increase, but it cannot be said tobe the tendency. The catheter tip was slightly high, which might have affected the situation. The causal relationship to baclofen (gabalon) was unknown and cannot be ruled out. Regarding somnolence, the causal relationship of the event with drug was related, and unrelated to the pump, catheter, programmer, or procedure. Regarding outcome of the event, not recovered was indicated. No pump operability test, rotor test, or catheter x-ray was performed.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# unknown, product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2022. The spasticity subsided several days after surgery. After the spasticity subsided, the somnolence that had been present for some time recurred. It had subsided after administration of carbamazepine. The outcome of the worsening spasticity and somnolence was recovered as of approximately (B)(6) 2022. Regarding somnolence, the causal relationship with drug was related and unrelated to the pump, catheter, programmer, or procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg5ehme08 implanted: (B)(6) 2022 product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2022. The date of catheter implant was (B)(6) 2022.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump was implanted on (B)(6) 2022. The indication for use regarding the pump was cerebral palsy. Intrathecal baclofen (itb) had occurred for the first time. Regarding progress notes from 2022-mar-25, it was noted that effects on the new intrathecal baclofen (itb) pump implantation were observed regarding spasticity. The dose was increased while observing the progress, and there was a period of time when the patient felt dizzy. Due to the process of immediately increasing the dosage after the surgery, it was believed to be a temporary thing. The dosage was reduced, but there were no changes. It was decided that the effect on spasticity was prioritized and the dose was increased. As time advanced, the frequency and dizziness time calmed down a little, or it felt like it had been done. Although it seemed to be gradually accomplished since the initial installation, there were no major changes. The pump dose was changed to flex mode from midway with the change in spasticity during the period of time. The base was reduced from july 13 and it was under observation. Although effects on spasticity were observed, no particular changes were observed in the symptoms. As of 2022-jul-13, the base rate was being reduced slightly and it was under observation. The daily dosage was ¿130 ohm¿. It was noted that the catheter passes through the target, so it was originally placed high. There were no changes such as the catheter tip going up and down after the surgery.

Manufacturer narrative:
H.6: the previously applied device code a26 is no longer applicable regarding additional information received. The previously applied annex f code f15 and annex g code g04023 are no longer applicable. The codes have been updated to reflect the new information received. H.10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 31 cfr 803. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A3 update/correction: the patient's gender was corrected from male to female. Continuation of d10: product ID 8781 serial/lot# (B)(6) implanted: explanted: product type catheter product ID 8781 lot# hg5ehme08 serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-jun-2023, UDI#: (B)(6) h.1 update: the event is reassessed as now being a reportable serious injury regarding additional information received (B)(6)2022. H6 update: the previously applied device code a24 is no longer applicable regarding additional information received (B)(6)2022. The codes have been updated to reflect the new information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on (B)(6)2022. The dosing period of gabalon intrathecal was from (B)(6)2022and was ongoing. A pump refill was performed on (B)(6)2022and there were no particular problems. An outpatient visit occurred on(B)(6) 2022 due to the patient having experienced worsening spasticity. The onset of the worsening spasticity was (B)(6)2022. The cause of the worsening spasticity was unknown. The causal relationship with the intrathecal baclofen pump system was unknown at this time. The worsening spasticity was unrelated to drug (gabalon). The worsening spasticity was unresolved. It is decided to have another outpatient visit next week to determine if there was anything wrong with the pump or catheter, and to perform a contrast examination to determine if there were any problems. It was further reported that the patient was hospitalized for examination. A refill was performed and 14.2 ml was aspirated from the pump reservoir verses the expected 14.7 ml. The variability rate was high because there was a large amount of residual fluid, but it was believed to have been injected without problems in general. Regarding further inspection, 1 ml more of drug and cerebrospinal fluid was aspirated from the catheter access port (cap) and there were no problems. A roller examination, contrast examination, and CT revealed no problems. The drug and cereb rospinal fluid aspiration from the cap could be drawn without resistance, and there were no problems with the images from the roller examination and contrast examination. There were no problems with the event log. It was believed that the drug was delivered normal. It was further reported that the patient¿s tension suddenly improved when contrast agent was administered. No abnormalities were observed in the subsequent CT imaging. Because the somnolence disappeared just as the myotonia worsened, it was thought that the drug might not have been delivered, but the results of the examination showed no problems. It was further indicated that on the other hand, the reason for the sudden loss of tension when the contrast agent started entering the body is not very clear. It was decided to wait and see what would happen. Regarding worsening spasticity, the causal relationship of the event with the catheter and pump were noted as being none. As per progress details on (B)(6)2022, the catheter was reconstructed (catheter position adjustment) because the situation did not change. Although the patient's spasticity was effective in the first place, the rare occurrence of somnolence might be related to the position, so it was being considered whether to lower the position. The catheter was later lowered from c4 to th1 and the course of effects on spasticity and the presence of somnolence were checked. A follow-up was to be done.